Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The evaluation of received device logs confirms the occurrence of several clinical alarms indicating high pressure and breathing problems at the date of event. No technical error was reported. After consultation, our field service engineer informed the customer to check the patient circuit every time they use nebulization. A clogged filter on the expiratory side was found. No further issues have been reported. The reported problem can lead to a higher airway pressure than intended which may lead to injury and stop of ventilation. Alarms will be generated if set alarm limits are exceeded. The conclusion is that the reported exhale problem most probably was caused by a clogged filter on the expiratory side. There was no indication of a technical failure in the ventilator.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during treatment, patient was not able to exhale. There was not patient harm. (B)(4).